Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm and squirts out insulin pump during priming. The customer's blood glucose was unknown at the time of incident. Customer also states that screen was scratched, cartridge was loose in reservoir housing whereas battery life was diminished. The insulin pump will not be returned for analysis.